Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 27dec2024, 03jan2025, and 09jan2025 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a check vent alarm for a blower temperature high. The device was in clinical use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a check vent alarm for a blower temperature high. During troubleshooting, it was reported that error code 1122 was logged. The rse informed that customer, that per the service manual, the recommended repair was to replace the blower assembly. The customer was provided with the part number for replacement. Investigation ongoing / resolution pending.